Event description:
Free flow incident occurred on a congestive heart failure pt; 400 cc infused in a very short time. Flow regulator can be inactivated (not true protection). No adverse effect, increased monitoring. Would like info on free flow protected pump sets.